Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, arterial perforation), patient's condition affected effectiveness of device (severely calcified and severely tortuous arteries), caused by another drug/device (vessel perforation with the wire, clamp). Conclusion: device failure/lack of effectiveness related to patient condition (severely calcified and severely tortuous arteries), another device caused failure (vessel perforation with the wire, clamp).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) weeks ago. Aneurysm morphology was not reported. Bilaterally the iliac arteries were severely calcified and severely tortuous. After getting bilateral femoral artery exposures, the physician inserted a catheter and wire via the left femoral artery into the abdominal aorta. It was reported that the physician had difficulties inserting the guidewire (non-medtronic) and catheters from the right femoral artery. During one of the attempts the glide wire perforated the right common iliac artery. The physician immediately performed a retroperitoneal cut-down to repair the perforation. At this point no medtronic devices were used. After the perforation was repaired the physician decided to proceed with the endovascular aaa repair. An endurant (B)(4) bifurcated stent graft was inserted via the left common femoral artery to just above the lowest renal artery and it was implanted without incident. The contralateral gate was cannulated. A retrograde sheath angiographic run was performed to determine the length of the contralateral limb followed by implant of an endurant (B)(4) contralateral limb. An endurant limb extension (B)(4) was added to the ipsilateral side to the level of the left hypogastric artery. It was reported that the physician elected to model the stent graft with a reliant balloon within the confines of the stent graft however; the systemic blood pressure began to drop without known cause. The physician explored the retroperitoneum and found that where artery was clamped on the right side there was leaking due to the calcification in the artery. A code was called and resuscitative measures ensued. The physician then bypassed the area from just distal to the stent graft past the leak and reattached distal to the leak. The patient's vital signs normalized and a final angiogram was performed. The angiogram revealed very slow flow down the patient's right extremity. No further measures were taken and the patient was transported to the ICU; however, the patient expired the next day.